Event description:
The customer reported that during use, a sealing failure occurred resulting in oozing. It was stated that both end tones, indicating a completed seal cycle, and regrasp alarms, indicating that the seal cycle is not complete, were heard during the procedure, but no indication was made as to what tone was heard when the sealing failure occurred. Another device was used to complete the procedure without incident. There was no tissue damage and no pt injury. Add¿l questions were asked, but no further info on the incident has been provided by the site.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.